Event description:
It was reported that a 3.0 x 15 mm xience rx stent was implanted in the patient on (B)(6) 2012 to treat a proximal left anterior descending artery (lad) lesion with no tortuosity, no calcification and 100% stenosis. On (B)(6) 2012, the patient returned with angina. Stent thrombosis was noted and the lad was noted to be totally occluded. Ballooning was performed to treat the thrombosis. The patient's antiplatelet medication was changed to a different type. It could not be confirmed if the patient had been compliant with the antiplatelet regimen. The final patient outcome was reported to be good. The patient was discharged from hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.